Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to the failure of the fan due to the aging deterioration due to the repeatedly use for a long-term use because more than 11 years had passed from the subject device had been manufactured. It is presumed that the reported phenomenon occurred because the temperature inside the device rose due to the failure of the fan and the exhaust became weak, and the temperature switch was activated and the main lamp was turned off.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The main lamp of the device did not light and switched to the emergency light. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.